Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to properly connect the right atrial (ra) and right ventricular (rv) leads into the implantable cardioverter defibrillator (ICD). Initially, when the leads were placed, the electrograms (egms) were noisy and both leads exhibited high pacing impedance. The ra lead was successfully reconnected, but the rv lead still displayed high impedance after being reconnected. The rv lead was tested on the pacing system analyzer and exhibited normal values. The lead was reconnected again and displayed normal impedance with no noisy egms. However, when the ICD was placed in the pocket, high impedance and noise was seen on the rv lead again. Both leads were reinserted all the way into the header of the ICD, but the same issues reoccurred. The ICD was exchanged for a new one and the procedure was successfully completed. The physician stated he hooked up the leads the same way he did with the first device, so it seems the first ICD had a header issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacing and high voltage impedance anomaly was confirmed. The cause of high pacing and high voltage impedance could not be conclusively determined due to an inadvertent electrical overstress damage to the hybrid during analysis.